Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 427 mg/dl. The customer reported that they got no delivery alarm. Troubleshoot was performed. The customer performed a 5.0 unit fixed prime. Customer states the insulin exited. The customer also stated infusion set cannula was bent. The product was not returned for analysis.